Event description:
This is filed to report gripper actuation issues. It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) grade 3-4. The mitraclip was advanced to the valve and multiple grasping attempts were performed. The clip was inverted and brought back into the atrium where the position was adjusted and the grippers tested again. However, the grippers stopped functioning. One was stuck in a 120 degree position and the other was stuck in the up position. The clip was removed without issues and a replacement device was used to complete the procedure, reducing mr to grade 1-2. No additional information was provided.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
All available information was investigated, it was observed via device analysis that one gripper line was broken, and so that gripper was unable to actuate. Additionally, it was observed that the cover of the gripper with the intact gripper line was bulky as if pinched, but could still actuate. The reported difficult to open or close (gripper actuation - both) was unable to be confirmed via device analysis. The reported positioning failure (leaflet grasping - clip not implanted) could not be replicated in a testing environment. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported difficult to open or close (gripper actuation - both) associated with one gripper remaining in a lowered position and one remaining in the raised position upon attempted actuation, had two contributing factors: 1) the gripper that remained in a lowered position (associated with the observed difficult to open or close (gripper arm raising - inability)) was due to the gripper line break. The cause of the observed break associated with the gripper line break could not be determined. 2) the gripper that remained in the raised position was due to harness actuation pinching the gripper cover, and so temporarily restricting gripper movement. The observed product quality problem (irregular appearance) associated with the bulky as if pinched gripper cover was due to the harness pinching. The cause of the reported positioning failure (leaflet grasping - clip not implanted) associated with the grasping difficulty could not be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.